Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead serial# unknown product type lead. Product ID neu_unknown_lead serial# unknown product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the cause of the issue was unknown. The nurse practitioner pulled the leads on (B)(6). They stated they had difficulty removing the leads, but were able to remove them. Pt tolerated the lead pull well. Nurse stated the pt jumped when they used chlorhexidine at the insertion sites and the pt needed to be wheeled out in a wheelchair. Medical assistant stated that when they brought out a new prescription, they then got out of the wheelchair and walked to the car. Nurse practitioner sent patient to the nearest emergency room for follow up images and evaluation after the lead pull. Patient reported to rep that those images were negative of any findings but that they were still in so much pain. The lead pull and ER evaluation were done on (B)(6). Rep to meet with pt on 7/17 for follow-up. The pt stated other symptoms were resolved, but not the pain where the leads were placed. The information has been confirmed with the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported pain throughout the three days of the trial. The patient had a headache, was unable to urinate, was weak, and stated that they had to overtake their medicine to control the pain. The patient reported, "I want it out". The representative (rep) reprogrammed and notified the physician. The physician removed the leads. The issue was ongoing.

Manufacturer narrative:
Continuation of d10: product ID 977d260 serial# (B)(6): product type screening device product ID 977d260 serial# (B)(6) product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that cause was unknown. The device was discarded by customer at time of lead pull.